Event description:
According to an operative report received from the initial rptr, the pt was admitted to the hosp to replace her ionescu-shiley pericardial bovine mitral valve due to mitral stenosis. According to the operative report, examination of the mitral valve during surgery revealed pannus in-growth, calcification of all three leaflets, and "a small tear at the commissure of one leaflet" which produced regurgitation. The valve was replaced and the pt tolerated the procedure. The pathology report completed on the valve upon explant revealed that the valve was "focally calcified and one of the valve leaflets is retracted".